Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 4. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster inc., or its employees that the report constitutes an admission that the product, biosense webster inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. #: (B)(4).

Event description:
It was reported that an issue of foreign material inside sterile packaging was encountered with a carto vizigo¿ 8.5f bi-directional guiding sheath ¿small. It was reported that a carto vizigo¿ 8.5f bi-directional guiding sheath ¿small was delivered with a damaged exterior box. Additionally, the sheath had a foreign material inside the package. The caller described it as ¿a floating piece inside of the packaging.¿ there was on patient consequence.

Manufacturer narrative:
It was reported that an issue of foreign material inside sterile packaging was encountered with a carto vizigo¿ 8.5f bi-directional guiding sheath ¿small.. It was reported that a carto vizigo¿ 8.5f bi-directional guiding sheath ¿small was delivered with a damaged exterior box. Additionally, the sheath had a foreign material inside the package. The caller described it as ¿a floating piece inside of the packaging.¿ there was on patient consequence. Device investigation details: the device investigation has been completed which included performing a manufacturing record evaluation (mre). Since no device has been received for analysis, no product investigation can be performed, and the customer complaint cannot be confirmed. However, if the product is received at a later date, the investigation will be updated as applicable. A manufacturing record evaluation was performed for the finished device number lot 00001992 and no internal action related to the complaint was found during the review. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. # (B)(4).